Event description:
It was reported during an acute thrombectomy case, distal tip of the subject guidewire was found broken when removed out from patient's body after several failed attempts to deliver the subject guidewire along with microcatheter. Procedure was completed successfully with other devices and there were no clinical consequences to the patient reported as a result of this event.

Event description:
It was reported during an acute thrombectomy case, distal tip of the subject guidewire was found broken when removed out from patient's body after several failed attempts to deliver the subject guidewire along with microcatheter. Procedure was completed successfully with other devices and there were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the guidewire was noted to be broken/fractured approx. 182cm from the proximal end. The guidewire polytetrafluoroethylene (ptfe) was seen to be peeling approx. 23 cm from the proximal end. The core wire distal end was observed through the distal tip dome. Functional inspection was not required as event was confirmed during visual analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted that the guidewire was noted to the broken/fractured around 182 cm from the proximal end. The guidewire ptfe was observed to be peeling around 23 cm from the proximal end. The core wire distal end was observed through the distal tip dome. The reported event: guidewire distal tip broken/fractured during use was confirmed during analysis. Based on a review of all available information and the analysis of the returned device it is probable that the severely tortuous of the patient could have caused as reported code: guidewire distal tip broken/fractured during use. The as reported and as analyzed code guidewire distal tip broken/fractured during use will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analyzed code guidewire ptfe coating peeling will be assigned a probable cause of handling damage because this complaint appears to be associated with handling of the product or portion of the product during the procedure.